Event description:
Report received of a possible overdelivery. The customer contact reported there was an "error in rn set up." On an unspecified date, the pump was programmed to deliver an unspecified concentration of morphine. No specific programming parameters were provided. During programming, the pump reportedly alarmed for "change batteries" and upon changing batteries the pump did not "go back to start." Reportedly, after the nurse "took the pt up to the floor," she noted the "programming was incorrect." Subsequently, the pt was returned to the post-anesthesia care unit for observation. The nurse was reportedly concerned about a possible overdelivery. There were no reported adverse pt effects. No medical interventions were required. The device was not isolated after the reported event and remained in clinical use.